Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: although the evaluation of the submitted log files confirmed the report of a driveline disconnect and pump off alarm, a specific cause for the event could not be conclusively determined through this evaluation. The controller event log file captured a driveline disconnect on 31mar2019 at 10:57:48 pm. The pump speed promptly decreased to 0 rpm, and driveline disconnect, lvad off, and low flow alarms were observed during this event. The silence alarm button was pressed at 10:57:55 pm, and the driveline was reconnected at 10:57:58 pm. The pump appeared to have ramped up to the set speed without issue following the event. Outside of the driveline disconnect event, the pump appeared to have functioned as intended at the set speed throughout the duration of the log file. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced driveline disconnect pump off alarm on (B)(6) 2019 and did not recall any alarms. The modular cable is securely attached to the system controller. The manufacturer's technical service reviewed the log file and observed driveline disconnect in which the alarm was silenced by the patient. While the driveline disconnect was ongoing, the pump was off.